Event description:
About six weeks prior to the date of this report, the patient experienced a loss of therapeutic effect. It was stated that therapy was working initially after implant, but the patient began to notice some ¿issues¿ about eight weeks prior. At the patient¿s first follow up appointment about seven weeks ago, stimulation was increased to 1.9v. The patient was not feeling stimulation at this level and had urgency symptoms. The patient indicated they also ¿really felt¿ a symptom return. Stimulation was again adjusted, this time to 3.5v on a different program. The patient was still feeling some urgency at this level. It was noted that the nurse stated the patient may have a bladder infection, so they were ¿watching the patient¿ for that. About four weeks prior, it was stated the patient still had concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment on (B)(6) 2013 was noted. Information received as of the date of this report indicated the patient was doing ¿really well¿ on program 1 following implant. Since, the patient¿s programs had been changed because the nurse wanted the patient to have two programs that helped. On (B)(6) 2013, the stimulation ¿started to be changed¿ and the patient started to have problems. The patient had tried programs 1-3 and the stimulation amplitude changed every two days per instructions from the doctor. Since trying new programs the patient was having a return in symptoms and decreased therapeutic benefits. Programs 2 and 3 are not as helpful as program 1. The patient would have symptoms and have to increase stimulation frequently. It was stated that the nurse reportedly indicated the patient¿s nerves may not be responding as well as after implant. It was noted the patient was only getting up once a night as opposed to 5-6 times prior to implant. During the day, the patient was still having frequency and was going as often as every two hours. The more active the patient was during the day, the more they would have bladder issues. The device was not programmed at implant. The patient called the representative the day after the implant and received assistance with programming since they were not shown at implant. It was noted the patient started to have¿flare ups¿ with their interstitial cystitis (ic) in the middle of (B)(6) 2013. The patient was to have a bladder shot for their ic on (B)(6) 2013. The patient was currently on prelief to help with their ic by reducing acid. They were also taking oral bladder medication. The patient also was having bladder spasms prior to implant and was to start taking medication for that as well. Amitriptyline and atarax were also noted to be being taken by the patient. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va09e61, implanted: (B)(6) 2013, product type: lead. (B)(4).